Manufacturer narrative:
The reported complaint of "m ID:14" (bg power supply) error message on the thermogard ivtm system (serial # (B)(4) was confirmed during functional test and in the event log. The root cause of the reported complaint was due to a damaged danfoss module which is likely attributed to normal wear and tear. The console was manufactured in december 2012, and it is 8 years old, well past its serviceable life of 5 years. No physical damage on the console was observed during visual inspection. During event log review, multiple "m ID:14" (bg power supply) error codes were identified on the event date, thus, confirming the reported complaint. Initial functional testing could not be performed due to error message "m ID:14" (bg power supply) displayed during console power on self-test. To remedy "m ID:14" (bg power supply), the damaged danfoss module was replaced. After part replacement, the thermogard ivtm system passed all functional tests without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for thermogard xp ivtm system serial number (B)(4).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy set-up, customer reported that the thermogard ivtm system (serial #(B)(4)) displayed several system error "m ID:14" (bg power supply) during power-on-self-test. No patient involvement.